Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a sample cusa clarity 36khz torque wrench (single pack) (c7602ea), contaminated the clean field during brain tumor surgery. They stated that the sales representative brought the sample to the facility by mistake, and the nurse noticed the sticker on the product and replaced the product with a new one. There was no patient injury and no significant surgical delay.

Manufacturer narrative:
The cusa clarity 36khz torque wrench (c7602ea) was not returned for evaluation; therefore, failure analysis is not possible because the unit is not available for evaluation. In addition, no photos showing the reported condition have been provided. Therefore, the complaint is considered unconfirmed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Additionally, the complaint description states that the sales rep brought the sample product to a hospital by mistake, and it contaminated the clean field during surgery; this reported condition as described is not related to a product defect. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.